Event description:
It was reported that during a da vinci-assisted surgical procedure, the harmonic generator displayed a prompt suggesting that the harmonic ace instrument blade was under too much pressure. Troubleshooting was performed by removing the instrument and intraoperative cleaning identified physical damage on the blade. Replacing to the backup resolved the issue. The instrument was able to operate without error. The user continued the procedure with no further error message reported. No fragment fell into the patient. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information, however, no further details have been received as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the harmonic ace instrument involved with this complaint and completed the device evaluation. Failure analysis investigation identified a broken curved blade at the midpoint of the grip measuring approximately 0.356" from the base. The broken piece was not returned for evaluation. Cracked or broken blades are triggered by any inadvertent contact with staples, clips, or other instruments while the device is activated. In addition, scratches on the blade tip may also lead to premature blade failure. Blade damage may be detected by the generator with a solid tone or an error. Additionally, further investigation of the instrument identified physical damage on the teflon pad on the clamp arm with no missing piece. This observation is unrelated to the blade damage. The known cause of both issues are attributed to mishandling and misuse. A review of the submitted image was performed by an isi regulatory post market surveillance (rpms) analyst. The following additional information was provided: the images shows the harmonic ace instrument blade with obvious damage and a missing piece. No conclusive determination can be made based on this analysis. A review of the instrument log for the harmonic ace instrument (part # 480275-08 / lot # l9021105-0278) associated with this event has been performed. Per logs, the instrument was last used on (B)(6) 2022 on system (B)(4) and not on the reported event date of (B)(6) 2022. This is a single use instrument. This complaint is considered a reportable event due to the following conclusion: failure analysis investigation confirmed a missing blade from the harmonic ace instrument. The missing piece could fall inside the patient during the surgical procedure. While there was no reported harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur as unintended fragment(s) falling inside the patient may require surgical intervention.